Manufacturer narrative:
This report has been identified as b. Braun internal report number 400616266. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation: the equipment's data history was evaluated against the dates of occurrence of the aforementioned complaint. It was verified that between (B)(6) 2023 there was no record of any patient therapy with the data reported, that is, there was no volume programming of 950ml, flow rate programming of 13ml/h, or even a 13 hours long. To continue with the analysis of historical data, the last programming carried out on the equipment was checked. On (B)(6) 2023, a flow rate of 13.75ml/h was programmed, in order to infuse a volume of 110ml. The expected time was eight hours. This infusion was started at 22 hours, 15 minutes and 58 seconds and concluded at 3 hours, 2 minutes of 19 seconds on (B)(6) 2023. The total infusion time was 4 hours, 46 minutes and 31 seconds. The actual volume infused was 65ml. In this way, it was verified that the infusion occurred as programmed by the user. The equipment was also subjected to a flow accuracy test, and programming was carried out using the same programming carried out by the user. Thus, an infusion of 110ml was programmed at a flow rate of 13.75ml/h. The infusion time was 8 hours. The measurement was carried out using a graduated and calibrated glass beaker. At the end of the flow test, it was verified that there were no deviations in flow or volume infused, or even any alarms during the entire analysis period. Due to the data presented above, your complaint was classified as "not confirmed", given that no deviation in quality for the equipment in question.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion." According to the customer: "the patient's mother reports that on (B)(6) 2023 20:45 the advance of tpn infusion and medication. Programmed volume 950ml scheduled flow 13h ending at 8h15min."